Event description:
Tiny holes were noted in the packaging integrity of sterile disposable surgical suckers and adult sump suckers. The packaging holes were detected using an artificial light source and passing of water through the package. The items were inspected upon arrival in the facility and therefore there is no question of compromise to the packaging after receipt. The co was immediately notified. No item with questionable packaging integrity was placed into circulation after the problem was identified.